Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer was continuously printing. The field service engineer (fse) logged in remotely and configured the station to reboot into the application. After the customer completed their case, the fse cleared 737 pending print jobs and confirmed the print screen button was not stuck. A test page printed successfully, and after a final reboot, the system launched into the application as expected. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer would not stop printing, and the screen was stuck on the admin screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.